Event description:
As reported, the patient had an initial left tka on an unknown date. The patient returned to the surgeon's office with complaints of pain, swelling, instability and dissatisfaction with their left tka. The patient has a recalled implant. Upon examination the patient was scheduled for have a revision tka possible poly swap vs. A complete revision. The patient was revised on (B)(6) 2023. The patient underwent a full knee revision and was revised with a different company's knee system.

Manufacturer narrative:
Pending investigation: d10: 2146575 02-010-03-0225 optetrak logic femoral cr size 2.5 left. 3876045 200-02-39 optetrak 3 peg patella cemented 29mm. 3824948 02-012-45-2525 optetrak logic fit tray cemented size 2.5f/2.5t. H7: z-0021-2022.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear over the course of over 8 years of implantation. Additional reasons for the prosthesis wear may be instability, high contact stress during knee flexion, excessive posterior slope, and inclusion of the polyethylene in the packaging recall. Instability may be the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prosthesis. However, the reported instability and the contributing factors or the sequence of events could not be confirmed from the provided information. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.